Manufacturer narrative:
No product was returned for investigation. Data logs were returned for analysis. The pump was run on two consoles, and the lt log for the first console was not available. Rt logs for the entire case were returned. Suction alarms with a drop in pump flow were confirmed at the beginning of the case around 3pm on (B)(6) 2025 based on rt log analysis. The lt log for the case run on the second console had no abnormalities. Placement signal and motor current showed no abnormal trends. Clinical details revealed that the patient suffered from rv disfunction shortly after the weaning of cpb and initiation of impella support, with suction alarms and low flows on the pump requiring vasopressors/inotropes to support the patient. Based on these findings decision was made to proceed with rp flex insertion in the setting of bi-ventricular failure. On (B)(6) 2025, the p-level for the pump was turned down from p-7 to p-6. The patient was administered a unit of blood due to a drop in their hemoglobin. On (B)(6) 2025, it was observed that the patient was not tolerating the drop in p-level, becoming symptomatic and affecting their hemodynamics. Ejection fraction was noted to be 20%, which improved to approximately 30% on (B)(6) 2025. Weaning to p-5 was tried on (B)(6) 2025, but patient was unable to tolerate. CPAP was started on (B)(6) 2025 to improve respiratory distress and poor oxygenation. Gastrointestinal bleeding was discovered on (B)(6) 2025. Pump suction: suction alarms were confirmed at the beginning of the case through data logs. Clinical details mention that the patient suffered from rv disfunction, pump had suction alarms, and patient required blood products to be administered throughout the case. The root cause of the pump suction was most likely patient condition related based on the provided clinical details and data log analysis. Low or blocked pump flow: low flows were confirmed when suction alarms were triggered through data logs. Clinical details mention that the patient suffered from rv disfunction, pump had low flows, and patient required blood products to be administered throughout the case. The root cause of the low pump flow was most likely patient condition related based on the provided clinical details. Anemia, respiratory failure, major bleed: clinical details mention that the patient was administered a unit of blood due to a drop in their hemoglobin. CPAP was started on (B)(6) 2025 to improve respiratory distress and poor oxygenation. Gastrointestinal bleeding was discovered on (B)(6) 2025. The root cause of the injury was not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced right ventricle disfunction, suction alarms, and decreased flows. Vasopressors and inotropes were given to support the patient, and the patient was also implanted with an impella rp flex. The p level of the pump was reduced and the patient experienced anemia, so one unit of blood was transfused. Amiodarone and bivalirudin were administered. The patient experienced hemodynamic insufficiency, and could not be weaned from the pump. Dobutamine was added to the treatment plan. Continuous positive airway pressure was given to the patient to improve respiratory distress and poor oxygenation. Norepinephrine was added to the treatment plan. The patient was weaned from the pump and is in stable condition.